Event description:
The customer reports the device has a white screen with no readings. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. A follow-up report will be submitted once the investigation is completed.